Event description:
It was reported that post an afib procedure from a clinical trial, after the patient was discharged home, the patient complaint of epigastric and chest pain. Patient also had lightheadedness. Echo indicated occurrence of small pericardial effusion. The patient was instructed to rest for a couple of days. Issue was stated to be anticipated. Causality was procedure related and possibly device related. The adverse event had been resolved.

Manufacturer narrative:
The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).